Manufacturer narrative:
Age/date of birth: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a color-like material was stuck to the surface of a zmb00 12.5 diopter lens when the lens was implanted on (B)(6) 2018. The doctor didn't know whether this cause was whitening, glistening, or calcium deposition. The doctor also thought it would disappear in a few days, but it has not been resolved yet. The patient feels uneasy because their visual acuity do not come out (20/33-20/25), and it is planned to wash the anterior chamber. Reportedly, if turbidity does not disappear, the lenses will be replaced. In addition, there was no bleeding at the operation, there was no fibrin or endophthalmitis, and the cell is suitable. The doctor feels that from now on, there would be no choice but to replace the lens unless the membrane can be removed by anterior chamber cleaning. Reportedly, there were no similar findings in other patients who had operations on the same day. The doctor plans to replace the lens soon. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.